Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is likely that the reported event occurred due to a failure of a circuit board.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that an error occurred and an alarm went off when the device was powered on. Then, the light on the front panel of the device went out. This event was found during preparation with a video processor otv-s190 for use. The user replaced the device to another device and completed the procedure. Reportedly, the mainboard of the device was defective. There was no report of patient injury associated with this event.